Manufacturer narrative:
D10: concomitant products: lxmj44s, maryland xp inline sealer/divider 44cm (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that next day after a laparoscopic sleeve gastrectomy (lsg) procedure, the patient experienced a bleed at the omentum site where dissection began. The procedure initially appeared successful, but the patient's condition deteriorated the following day, necessitating a return to the theatre. The bleed was identified and surgically resolved. The patient also had an extended hospitalization. The device was connected to an ft10 generator and it was noted that there were no issues with both products during use.